Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, during the procedure, the urologist felt that the needle was in the prostate but they did not reposition the injection needle. According to the complainant, on (B)(6) 2019 the patient went to the accident and emergency department with complaints of acute chest pain and breathlessness. On (B)(6) 2019 a computed tomography pulmonary angiography revealed a pulmonary embolism. The patient was anticoagulated and discharged. In the physicians assessment, the cause of the patients complications is unknown but it was noted that the patient regularly flies to the united states. On (B)(6) 2019, the patient had repeat CT scan due to continued breathlessness and was treated with oral apixaban. Magnetic resonance imaging was also performed and revealed that the gel was not visible and that a small thin amount of gel was misplaced on the left pelvic side wall. As of (B)(6) 2019, the patients condition was reported to be stable and the patient received radiation as planned.